Event description:
It was reported that the handheld device would freeze intermittently at the "interrogation successful" screen. A hard reset would resolve the frozen screen but the issues continued to occur. The handheld device and the software flashcard were returned to the manufacturer for analysis. The frozen screen issue with the software flashcard was previously investigated and the root cause was determined to be due to a failure in the api function that results in control of the device not returning to the cyberonics software. The most probable cause is an anomaly in the interface between the microsoft provided software and the dell hardware which results in the os's inability to locate specific memory directories within the file system. Analysis of the handheld device was reported in (B)(4).